Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2012, 09:25:46. During night drain cycle four, the patient's ultrafiltration reading was 1257ml, indicating the home patient (hp) drained 1257ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.